Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture visible in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: a visual inspection of the pump indicated that the battery compartment was cracked in two areas. A crack in the pump case was observed near upper right corner and near the lower right corner of the display. A leak test was performed and leaks were found at the battery compartment and pump case. The pump case was removed and there was moisture observed throughout the inside the pump as well as in the battery compartment. Unrelated to the complaint, the bolus button was found to be inoperable due to the internal moisture damage.